Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 236 mg/dl. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No unexpected solid circle was noted on the display and no audio anomaly was noted during testing. The insulin pump was received with a scratched case and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).